Event description:
Additional information received from the manufacturing representative indicated that they called the patient to see if anything will be done regarding their uncomfortable ins site. No other information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported on 2017-01-26 that per the patient they had lost 15 pounds which was not related to the therapy. Now the patient could feel the leads and the implantable neurostimulator (ins). Nothing was wrong with therapy and it was working just fine according to the patient. It was reported that the placement was uncomfortable since they had lost the weight. It was reported that diagnostics and troubleshooting was not applicable at this time as the manufacturer representative was going to be at an appointment on (B)(6) 2017 to talk with the hcp and the patient about possible courses of action to take next. The patient was alive with no injury. It was unknown if a surgical intervention was planned at the time of the report. It was unknown when this event started. On 2017-01-30 additional information from the manufacturer representative on 2017-01-30 clarified that the information that the manufacturer representative received was from the patient. An x-ray was taken on (B)(6) 2017 but the manufacturer representative had to leave before the results due to another appointment. The manufacturer representative had checked impedances and it was fine. The patient told them that stimulation was fine; it was just the device battery site that was sore. There were no reported actions/interventions taken and the resolution was not determined. Additional information from the representative clarified that the x-ray was performed on (B)(6) 2017. On 2017-01-30 additional information received from the manufacturing representative indicated that the x-ray showed there was a 3mm inferior migration of the patient¿s left lead. The patient was given a flector patch, and is to follow up with the healthcare provider in 4 weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.